Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I am extremely unhappy with my top teeth. They are not straight, and my bite is now off. My front teeth are tilted in different directions and are not aligned' like they should be. This last aligner was the worst of all of them so far. It was so sharp and didn't fit right. It has also cracked on one side. The clinician evaluated the patient's bite and determined it to be within normal limits. The patient confirmed that filing down the sharp edges helped alleviate some discomfort. Regarding the broken aligner, the clinician requested additional information to further assist the patient. In the meantime, the clinician recommended the patient consider backtracking if needed or using a boil-and-bite method.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.